Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Further failure analysis was conducted and found the instrument's distal clevis had several scratch marks, indentations and gouges on its surface, likely due to collisions with other instruments during reprocessing handling and storage. It is not clear what caused the conductor wire to dislodge, however, several indentations were found on the wire insulation around the pulley area. It is possible that the conductor wire got entangled with another instrument and the conductor wire got pulled out and formed a loop, thus causing the dislodgment. When the conductor wire was pulled back from the housing area, it was able to be reseated in its original location.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the permanent cautery hook instrument had a broken wire. The procedure was completed with no reported injury.